Event description:
A complaint was received from a customer that reported when they used excel off brand reagent they would receive erratic results. Examples were 125, 592 and hi (greater than 600 mg/dl). While on the phone a review of the system was conducted. Electronic checks were satisfactory. The customer was told that bayer does not provide or support the use of an off brand reagent. The complaint is considered closed for purposes of MDR.